Event description:
Straight shots, open ventral hernia repair in 2005. Post op visit 2005. Surgeon found straight staples protruding from patient's skin. Staples were removed. These were excess staples that were not securing the mesh.